Event description:
The clinic reported that a laser vision correction patient chief complaint was both eyes have blurry vision and dry eye at 1 week post op exam. The surgery center reported the patient had a loss of best corrected visual acuity. The clinic reported right eye(od) best corrected visual acuity (bcva) distance 20/25 (pre-op 20/15) and and left eye (os) best corrected visual acuity (bcva) was 20/30 (pre-op 20/15). The patient¿s comment was that patient consulted with an ophthalmologist and was recommended plugs.

Event description:
The account provided additional information as to patient's dryness has not resolved but improving. No secondary surgery is required.

Manufacturer narrative:
Additional information was received from surgery center and is provided in description of event. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.